Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cap piercer is leaking fluid through the wick in the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.

Manufacturer narrative:
The customer changed the blade and the wick, but the cap piercer continued leaking. The customer technical support (cts) assisted the customer with troubleshooting. Cts had the customer disable the cap piercer and run without caps. A field service engineer (fse) was dispatched on (B)(6) 2011 and checked the cap piercer for dirt and clogs, and insured seals were good. The fse performed diagnostics testing on the cts valves. The fse also checked the tubing going to waste manifold, and found tubing had gotten pinched somehow when the hydro drawer was closed, that would not let the cts drain adequately. The fse rerouted the tubing and verified repair with priming and cap piercing.